Manufacturer narrative:
Two samples from the patient were provided for investigation and the results obtained by the customer could be reproduced. Additionally, the samples were processed with a rapid assay and another roche (in-house, independent) assay detecting antibodies against sars-cov-2. The rapid assay gave clear non-reactive results for both samples. The elecsys anti-sars-cov-2 assay gave non-reactive results, but clearly elevated cois (>97% of all samples measured show coi <0.2). The in-house assay was reactive, but also weak for both samples. Taken together these results do not indicate for any assay malfunction (neither from the roche assay nor the competitors), but rather for a very special exposure situation. Given the background of the patient (a healthcare professional with direct contact to sars-cov2), the weak immune response and declining coi over time, an exposure to virus / viral fragments without a productive infection may be the cause of the serological results. The investigation did not identify a product problem.

Manufacturer narrative:
The sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three samples from the same patient tested with the elecsys anti-sars-cov-2 assay on the cobas 6000 e 601 module. On (B)(6) 2020, the patient had clinical signs of covid-19 infection, including fever and tiredness. At this time, the patient received a polymerase chain reaction test (pcr) from an unknown manufacturer and the result from this test was negative for covid-19. Since the patient had symptoms and the context was suggestive of an infection, the patient was isolated for 14 days. On (B)(6) 2020, the patient was tested using an unknown pcr method, and the result from this test was positive for covid-19. On (B)(6) 2020, the patient was tested using an unknown pcr method, and the result from this test was negative for covid-19. On (B)(6) 2020, the patient was tested using an unknown pcr method, and the result from this test was negative for covid-19. On (B)(6) 2020, a first sample was collected from the patient and tested with rapid igm and igg covid-19 antibody tests manufactured by biosynex and nal von minden. The igg result was negative and the igm result was slightly positive. The biosynex and nal von minden tests are not on the FDA emergency use authorization list. This sample was tested using elecsys anti-sars-cov-2 reagent lot number 494813 (expiration date not provided), resulting with a value of 0.795 coi (non-reactive). On (B)(6) 2020, a second sample was collected from the patient and tested with rapid igm and igg covid-19 antibody tests manufactured by biosynex and nal von minden. Both igg and igm results were negative. This sample was tested using elecsys anti-sars-cov-2 reagent lot number 496298 (expiration date not provided), resulting with a value of 0.175 coi (non-reactive). On (B)(6) 2020, a third sample was collected from the patient and tested using the elecsys anti-sars-cov-2 assay (lot unknown), resulting with a value of 0.15 coi (non-reactive). This sample was tested with rapid igm and igg covid-19 antibody tests manufactured by biosynex and nal von minden. Both igg and igm results were negative. It is unknown which results are correct.